Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely with the customer and customer stated that the system would not power on consistently. Upon troubleshooting, the fse identified that a faulty relay in the mpd (main power distribution) control unit that provides the power-on pulse. To resolve the issue, the fse replaced the mpd control unit and the defective part was returned to philips for further analysis and the analysis confirmed that burn marks on the board due to heat exposure (burn marks do not necessarily indicate component failure); however, the supplier¿s evaluation could not determine the cause of the part failure. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.